Event description:
Same as MDR ID: 2134265-2013-08931. It was reported that a proximal pillow of the balloon catheter appeared longer than normal. The target lesion was located in the left anterior descending artery. A 2.00mm x 8mm emerge balloon catheter and a 2.50mm x 15mm emerge balloon catheter were used to dilate the lesion. However, it appeared that the "proximal pillow" was longer than normal. They preceded to place the three stents, used a series of nc balloons, and completed the procedure with the device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. The balloon was deflated. Inspection of the device presented no damage or irregularities. An inflation device filled with water was used to inflate the device to nominal pressure of 6atm to measure balloon to markerband alignment. The reported balloon profile issue was not confirmed. All measurements were within specifications. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same as MDR ID: 2134265-2013-08931. It was reported that a proximal pillow of the balloon catheter appeared longer than normal. The target lesion was located in the left anterior descending artery. A 2.00mm x 8mm emerge¿ balloon catheter and a 2.50mm x 15mm emerge¿ balloon catheter were used to dilate the lesion. However, it appeared that the "proximal pillow" was longer than normal. They preceded to place the three stents, used a series of nc balloons, and completed the procedure with the device. No patient complications were reported and the patient's status was fine.